Event description:
The customer's parent reported via phone call that their daughter was found passed out on the floor. Customer was provided with glucagon and 911 was called. Customer's mother adjusted the rates and the insulin rates for basal appeared to be fluctuating oddly. Customer was hospitalized on (B)(6) 2015 due to a low blood glucose. Customer was not hospitalized but was wearing the pump at the time of the 911 call. Customer's father treated the customer prior to the paramedics arriving. Customer's mother stated that she spoke to the doctor and the pump was working correctly. Caller does not have the pump on her. Customer's blood glucose was 141 mg/dl in the morning before school. Customer's mother will monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.